Event description:
It was reported that a pt underwent a rhinoplasty procedure on an unk date. The wound "broke down" a few days later and the pt had to go back to operating theatre for re-suturing. Additional info has been requested.

Event description:
Customer reportedly received results 172 mg/dl and 86 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.